Event description:
A customer contacted baxter to report an incident of peritonitis. On (B)(6) 2010, the patient was diagnosed with a bacterial peritonitis, manifested by abdominal pain, cloudy solution and fever. On (B)(6) 2010, the patient was hospitalized for the bacterial peritonitis. On an unreported date, the patient was treated with an unspecified antibiotic. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the event of bacterial peritonitis resolved. It was not reported if the event of fever resolved. The root cause of the bacterial peritonitis was due to poor water (water is not clear enough for using as washing, bathing and so forth). Dianeal therapy continued. The consumer believed that the event of bacterial peritonitis was unrelated to dianeal therapy. The consumer did not provide an opinion of causality for the event of fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.